Event description:
It was reported that there was increased impedance and threshold. The lead was capped and replaced. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4): lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.